Event description:
Upon visiting the physician on (B)(6) 2013, high lead impedance was discovered on the patient's vns device. The physician ordered x-rays and referred the patient to the surgeon. Review of the lead device history records confirmed all quality tests were passed prior to distribution. Attempts have been made for additional information; however, no additional information has been provided.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.